Event description:
It was reported that the customer had fluid in the reservoir compartment. Customer was changing the saline and pulled the plunger with the o-rings out. Customer reported that the o-ring inside the lip of the reservoir compartment was missing. Customer stated that there are no cracks in the pump. Customer was assisted in performing a self test. Pump passed the self test. Customer was instructed to discard the infusion set and reservoir. Customer was advised to start with a new set and reservoir to ensure that the tubing connector and reservoir top are dry. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.